Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the vapr s90 4.0mm w/integr hdp device did not coagulate. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during operation, the device could not coagulate. Visual inspection revealed that the active tip had black spots and tissue debris. The suction tube shows saline residues. Also, the cable is in good condition as well as the connector and pins. The electrode was tested on the generator, an "output shorted "error appeared during ablation and coagulate mode. Therefore, the device was sent to supplier for further evaluation. The vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection was performed, as a result, the device was not returned in the original packaging. The distal tip is in a used condition, the plastic manifold has been damaged, residue in suction tube. Finally, no visible damage to handle, cable or plug. The hipot (active-return) was failed; during the functional test, output short error showed during the ablate mode. A DHR review has been performed and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The improvement measures implemented into the manufacturing process were to reduce the level of occurrence to an acceptable level and not completely eradicate the probability of this failure mode; the retraining of operators around clip application and awareness training video for clip application technique in conjunction with updating the relevant manufacturing assembly aids, return brace welding - cure, glue plug removal and visual tip inspection were found to reduce the complaint occurrence rate. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.